Manufacturer narrative:
H3: the pump was returned, and analysis found no anomaly of the pump. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient receiving baclofen and morphine via an implanted pump. The indication for pump use was intractable spasticity. On 25-jan-2020 the hcp reported that they were currently treating the patient for possible meningitis; however, the patient had also had worsening spasms in their lower legs. Per the hcp, they had spoken with the patient¿s managing hcp and they did not believe it was due to the pump; however, they wanted to have someone come out and interrogate the pump to confirm there were no issues with the pump. The hcp confirmed they were not hearing any audible alarms. The patient¿s issues began on approximately (B)(6) 2020. Additional information received from a healthcare professional (hcp) reported it was suspected the patient had meningitis causing worsening spasms, but the lumbar puncture was negative. A urine analysis (ua) was positive. It was noted that they were seeing a motor stall message on pump and the patient did have a magnetic resonance im aging (MRI) without pump check following MRI on (B)(6) 2020. It was noted the patient was not hearing an alarm, but did heat the alarm during alarm test which helped confirm telemetry mode. Once seen on (B)(6) 2020 it was determined the had been stalled since the MRI. The MRI caused the motor stall. Motor stall was not found until (B)(6) 2020. The patient had classic withdrawal symptoms, but also mentioned that the patient was having other issues going on including a urinary tract infection (uti) and suspected meningitis which was ruled out via lp. Actions/interventions included interrogated pump and restarted on 2(B)(6) 020. It was discussed to check for a volume discrepancy to help rule out whether the pump was running or not during this time. Within 24 hours there was resolution of the symptoms. The patient also completed antibiotics for infection. The pump remains in place and appears to befunctioning without issue. No further complications were reported.

Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2020. Product type catheter, product ID 8578, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2020. Product type catheter. Information references the main component of the system. Other relevant device(s) are: product ID: 8709sc, serial# (B)(4) ubd 2011-09-17, UDI# (B)(4). Information references the main component of the system. Other relevant device(s) are : product ID: 8578, serial# (B)(4), ubd 2018-09-08, UDI# (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received and it was reported that the pump and catheters were explanted today. The patient was diagnosed with meningitis and treated. No further complications were reported regarding the event.